Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a blank display. The customer's blood glucose at the time of incident was 8.2 mmol/l. The customer was assisted with troubleshooting. The customer was advised the pump needs to be replaced. Recommended customer refer to back up plan per health care provider¿s instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed the self test, sleep current measurement, active current measurement, and displacement test. Insulin pump powered up properly after battery installation. No blank display noted.